Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed just the cartridge or changed all pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 200- "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.